Manufacturer narrative:
Engineering investigated this issue through code review and patient data; and determined that it is associated with a software defect. When the software defect occurs, the patient's submitted measurements are not populated in the patient's data table. The clinician is unable to view the patient's measurements in the ecare coordinator clinical user interface. The customer does receive adherence flags indicating the patient's measurements have not been received. Engineering continues to investigate and develop a correction to this issue. A supplemental report will be submitted.

Event description:
Customer reported that they were unable to view the patient's measurements (oximetry and blood pressure) in the clinical user interface of the device on the date of the incident. However, the customer could view the patient's measurements with a back end tool. The customer did not report any consequences to the patient.

Manufacturer narrative:
The correction for the defects was developed, tested and released. Philips is working with customers to implement the correction. The recall number is provided in correction number.